Event description:
Revision surgery - the pt suffered a dislocation.

Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after two weeks of patient use. The outcomes attributed to this event are non-serious. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed one non-conforming material report associated with this product due to a revision level cert issue. The parts were acceptable per the related le eco. A review of the product complaint report history shows this is the 67th complaint for this part number: 37 due to dislocation, ten for stability/poor joint, seven due to infection, five traumas, three for dissociation, two due to pain, one for a labeling issue, one assembly issue, and one due to a fit issue. This is the first complaint for this lot number. The root cause for the dislocation was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. Several factors not related to the implant can play a role in dislocation such as; loose joint from inadequate soft tissue and patient activity. There are no indications of a product or process issue affecting implant safety or effectiveness.